Manufacturer narrative:
(B)(4). Date sent: 5/1/2023. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the cable cut off. In addition, upon visual inspection, it was found that the knife was not fully retracted. Due to the cable condition, no functional test could be performed. Additionally, the blade did not fire during the mechanical test when the cut button was pressed. The device was disassembled to inspect internal components and it was found that the knife tube weld was broken at the knife rod causing the reported issues a manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what could have caused this issue. H10 investigation summary

Manufacturer narrative:
(B)(4). Date sent: 3/20/2023. D4 batch #: x95h1e. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the cable cut off. Due to the cable condition, no functional test could be performed. However, the blade did not fire during the mechanical test when the cut button was pressed. The device was disassembled to inspect internal components and it was found that the knife was broken at the knife rod. A manufacturing record evaluation was performed for the finished device lot/batch x95h1e, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what could have caused this issue. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4 lot number and batch number

Manufacturer narrative:
(B)(4). Date of event: event year only reported: 2023. Batch #: x95h1f. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic hemicolectomy, when opening the jaw, the knife came out of the device. A new device was used. There were no patient consequences.